Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that a patient came to clinic with a loose/ wiggly power port on the controller. The patient denies damage to the controller or using excessive force when connecting and disconnect his power sources. The controller was exchanged. The patient tolerated the exchange without any issues.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection testing. Analysis of the device revealed that the device failed visual inspection testing due to a loose power port 1 (ps1) connector with a displaced o ring gasket and a loose locknut inside the housing of the controller. Additionally, power port 2 (ps2) was also loose with a missing o ring gasket and a loose locknut inside the housing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer and supplier have opened an internal investigation for the controller loose connectors. As received, controller ((B)(4)) had the software maintenance release (smr) update installed.